Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The cause was not conclusively determined, it was suspected that the patient experienced a myocardial infarction in the past and caused scar tissue. Surgical intervention was undertaken and the rv lead was surgically abandoned. No additional adverse patient effects were reported.